Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. The unit was pressurized, and the behavior of the unit was indicative of a leak. The most probable cause of the lead is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The thermowell probe most likely placed enough stress on the unit to cause the adhesive to be insufficient in the affected area. This unit was sufficiently cured an sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the shunt sensor leaked buffer solution. This event was initially not reportable; however, due to the results of the investigation on (B)(4) 2013, this event became reportable due to the confirmation of a thermowell leak. There was no pt involvement as this occurred out of box. Product was changed out. Surgery was successful.